Event description:
Account stated that the bed exit is not working on this bed, tech support asked account to make sure the bed was not zeroed with the patient in the bed. Three attempts were made to follow up with the customer without success.